Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer declined to troubleshoot with tandem technical support so no additional information could be gathered. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.